Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that when the site restarted the imaging system with the viewing station of the imaging system disconnected from the main unit, functionality was restored. The representative reported that the detector worm gear was lubricated, however the representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a collimator error when starting up the system. The reported issue occurred prior to the start of a procedure. Restarting the imaging system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.